Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. Evaluation revealed that the ok button was intermittently responding. During testing the contrast, up arrow and down arrow buttons responded as expected. The keypad was removed and evidence of keypad contamination was found under all key contacts. The up arrow and down arrow key contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had a delayed response, was "sticky" and difficult to push to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.